Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 392 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly fell off the adhesive backing, causing the cannula to dislodge. Upon removal, the cannula appeared bent. As treatment, the patient gave a manual injection using an insulin pen and placed a new pod.